Event description:
It was reported that during a routine follow up appointment this right atrial (ra) lead exhibited loss of capture (loc). An x-ray confirmed the lead dislodged. Surgical intervention was performed and upon opening the pocket it was noted that the patient had twiddled their device system resulting in the ra lead dislodgement. Fluoroscopic imaging noted that although the right ventricular (rv) lead had not dislodged the helix was not fully extended which was resolved in the same procedure. The ra lead was surgically abandoned and replaced without incident. The rv lead remains implanted. Besides intervention, there were no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up appointment this right atrial (ra) lead exhibited loss of capture (loc). An x-ray confirmed the lead dislodged. Surgical intervention was performed and upon opening the pocket it was noted that the patient had twiddled their device system resulting in the ra lead dislodgement. Fluoroscopic imaging noted that although the right ventricular (rv) lead had not dislodged the helix was not fully extended which was resolved in the same procedure. The ra lead was surgically abandoned and replaced without incident. The rv lead remains implanted. Besides intervention, there were no adverse patient effects were reported.